Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter and test strips have been returned on (B)(4) 2013 and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ping meter reads inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at approximately 6:28am. The patient reportedly obtained blood glucose readings of ¿59, 130, and 116mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied testing her blood glucose with another device after the alleged issue began. The patient manages her diabetes with insulin pump therapy. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly continued with her usual dose of medication and administered 2.1 units of novolog and subsequently about an hour later, the patient developed symptoms of feeling hot, shaky, and weak. The patient later reportedly consumed food and/or drink as self-treatment at 10:15am. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.